Event description:
It was reported that a pt underwent a ventral hernia repair procedure on an unk date and mesh was placed. At a later date, the surgeon noted dense adhesions and that the bowel was stuck to the mesh. This finding was made upon laparoscopic examination during a subsequent and unrelated bilateral inguinal hernia repair. This finding prompted the surgeon to perform an open repair of the inguinal hernias instead of a laparoscopic repair. Additional info has been requested.

Manufacturer narrative:
(B)(4) - adhesions. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.